Event description:
It was reported by svc report that the control panel modules on the footboard were broken with exposed sharp edges, and the scale was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged scale modules. Broken footboard modules with exposed sharp edges and vectors.